Event description:
The physician reported that at scheduled follow-up the device was found in standby mode (backup mode). Device re-initialization was successful.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.